Event description:
According to the reporter: the customer reports that during use the device stapled but could not be reopened. The surgeon clamped the tissue and used a bistoury to free the device. Visually the device seemed fine but on inspection a small piece of metal came out of the instrument (outside the patient's cavity). It looked like a small pin which seemed to be linked to a spring. 600cc blood loss due to the incident.

Manufacturer narrative:
(B)(4).